Event description:
The physician chose to close a right arm brachial access site with the closer tsl 6 fr. Device, as the patient was declined for femoral access due to low coagulability. The vessel spasmed during the case, but the physician continued and used nitroglycerin to manage the spasm. The closure was successful with no complications and no bleeding following the case. An unreported duration of time after the case, a hematoma developed at the access site and an ultrasound examination revealed 50% stenosis of the brachial artery at the puncture site. It was reported that the "stenosis declined" and as of 10/01, the patient is doing well. Physician was reminded of the closer indication for use in the femoral artery only.